Event description:
It was noted the twist clamp separated and was loose after using it about one week. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Received one used set with original cap on dark blue connector and cap on patient connector. Visual inspection performed with the following issues noted: broken occlude feet. Visual inspection noted no whitish spot on the occluder leg that would indicate possible over-torquing. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with the following issues noted: broken occlude feet. Sample was confirmed for the reported problem.

Manufacturer narrative:
(B)(4).the sample is available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint is confirmed because evaluation of the returned sample observed that one of the occluder feet was broken. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.